Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that while connecting the repair kit with groshong during dressing it was found that sleeve of connector was faulty and hence health care provider used fresh device and resolve the issue. Patient took routine treatment. No other information was provided.